Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not receiving a signal from the ECG port. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and the fse determined that the unit pumps with a system trainer and 40 cc balloon. The fse performed pm and found no errors with ECG gain. Attached patient minisim and checked ECG signals at 50 bpm, 80 bpm, and 120 bpm with no errors. Checked external ECG signals and found no discrepancies. Unit functions to factory specifications. Unit passed complete pm and was released to customer for clinical use.

Event description:
N/a.